Manufacturer narrative:
This is a report of a use error where the customer did not tighten the connection between the heater bag and the heater line resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during peritoneal dialysis therapy. This event occurred during fill one of four while the patient was connected. The patient stated that the heater bag was leaking from the connection of the heater line to the bag. The patient indicated that they did not connect the heater line tightly to the heater bag. The technical service representative assisted the patient in ending therapy and advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.